Manufacturer narrative:
UDI # (B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4). .a follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator failed opcheck multiple times on ECG leads. There was no patient involvement.